Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by mark a. Klaassen, mario martínez-villalobos, william s. Pietrzak, gerardo p. Mangino, and delfino carranza guzman.

Event description:
Information was received based on review of a journal article titled, "midterm survivorship of a press-fit, plasma-sprayed, tri-spike acetabular component" which aimed to study the incidence of cup loosening and acetabular osteolysis in patients implanted with press-fit, cementless tri-spike cups. One patient identified in the article underwent a hip revision procedure approximately three years post-implantation due aseptic loosening of the cemented femoral component. The femoral component and poly liner were removed and replaced; the well-fixed acetabular cup remained in place.